Manufacturer narrative:
Add'l info will be provided once the investigation is completed. A similar product (i.e., same catalog number) with serial number (B)(4) was also implicated in this event.

Event description:
It was reported that the scissors were dull.